Event description:
Same case as MFR # 6000130-2004-00155. It was reported that during a coronary drug eluting stenting treatment procedure, the catheter was sticking to the wire. The physician successfully deployed the taxus express2 8.8% 2.5 x 24 mm drug eluting stent. After deflation, and upon removal of the stent delivery device, the catheter "froze" on the luge wire. The catheter and the wire were removed from the pt as a unit without incident. There were no reported pt complications.